Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. Evaluation revealed that there was a shift between the ict and drb during registration transfer. The user was appropriately alerted to this shift and was prompted to re-scan the patient. The user agreed to re-scan but then re-used the first scan, thus not removing the registration shift error. The user is required to perform a landmark check prior to accepting the registration. The mitigation of alerting the user to shifts during registration transfer worked correctly. This was a use error and not a malfunction of the system. The cause of the reported issue was traced to user technique.

Event description:
Surgeon performed a lumbar fusion. The scan was performed with an o-arm and it was manually registered. When navigating the surveillance marker did show a registration offset but surgeons decided to move forward when things seemed accurate. Two of the screws missed lateral to the pedicle into muscle but both were corrected by the surgeon right away. No adverse effects.